Event description:
It was reported, catheter removal after patient experienced extravasation symptoms. Rupture observed after removal. No other information was provided. Information was received and file were updated for this event as part of a focus survey. The following detail were provided: PICC placed (B)(6) 2024 and removed (B)(6) 2024. It was placed in the basilic vein, exit marking 3cm, and secured with securacath and glue, total length 35cm. PICC was used for oncology treatment. There was an occlusion intervention with this PICC. Internal leakage at 11cm mark was identified thru extravasation and patient symptoms. PICC was used for 84 days. Xray imaging is available for this event. Catheter site was cleaned with chloraprep (chloraprep¿ 3ml), or chlorhexidine solution poured from a bottle (chlorhexidine digluconate 2% ) and wipes. Additional comments: nurse noticed that if catheter was slightly pulled there was less resistance to infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed at the 11cm marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A radiographic photograph was also submitted by the complainant for review. No additional information was observed in the radiographic photograph which changed the conclusion of the investigation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, catheter removal after patient experienced extravasation symptoms. Rupture observed after removal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.